Manufacturer narrative:
(B)(6). If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). No decon or visual inspection performed since product was not returned. The product was not returned and so could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) in the right femoral artery, strong resistance was met while inserting the sheath. The customer then attempted inserting the sheath in the left femoral artery, but still met resistance. A new iab and a larger sheath was then inserted successfully. There was no patient harm or adverse event reported.